Event description:
Pt had difficult airway and a bullard laryngoscope with a plastic blade extension was used. It is believed that the plastic extension was not secured to the bullard. Pt had symptoms of pain in their throat and awoke in the middle of the night at home feeling unable to breathe. The pt's spouse called 9-1-1 then slapped pt on the back. When slapped on the back the pt coughed up the plastic extender tip and was okay.